Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se found the connector of the o2 tube was grafted with difficulty in the wall socket. The se replaced o2 tube and all tests passed.

Event description:
It was reported that the ventilator had a faulty o2 pipe. There was no patient involvement. The event date was not specified; estimate used.